Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for total (free + complexed) psa - prostate-specific antigen (tpsa). The sample initially resulted as 0.43 ng/ml and this value was reported outside of the laboratory. The initial result measurement was performed after the patient had a prostatectomy. The physician doubted the initial result, so the sample was repeated. The repeat result was 0.023 ng/ml. A new sample collected from the patient was tested and resulted as 0.03 ng/ml. No adverse events were alleged to have occurred. The tpsa reagent lot number was 190244. The expiration date was asked for, but not provided. The field service engineer performed maintenance and a high voltage adjustment on the analyzer.

Manufacturer narrative:
The field service representative ran performance testing and found an issue with the precision of the analyzer. He performed the 12 month maintenance on the analyzer. After this, the issue was confirmed to be solved upon run of a second performance test. A specific root cause could not be determined based on the provided information.